Manufacturer narrative:
Manufacturer's investigation conclusion. Evaluation of the submitted photos confirmed the report of a driveline disconnect alarm. The root cause of this event was determined to be user error associated with the disconnection of the driveline while attempting to change power sources. The account reported that the patient had a driveline disconnect event when looking at controller alarm history. The controller event log file contained data from 12:28:11 on (B)(6) 2021 through 08:51:53 on (B)(6) 2021, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. No driveline disconnect event was captured as it appeared to have been overwritten by newer incoming data. The account submitted 2 photo images for review which captured alarm history displayed on the controller user interface screen. The alarms displayed included a driveline disconnect alarm occurring at 11:22 on (B)(6) 2021 as well as a no external power alarm occurring at 11:23 on (B)(6) 2021 (addressed under the system controller investigation, manufacturer report number 2916596-2021-06286). Additional information received indicated that the driveline disconnect event was caused by human error when attempting to change power sources. Multiple attempts were made to obtain information regarding patient symptoms and status; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer report number: 2916596-2021-06286. It was reported that the patient's log files were submitted for review after the account noted there were a driveline disconnect and external power disconnect for about 47 seconds when looking at the system controller alarms. A review of the log file revealed multiple pulsatility index (pi) throughout the log. No alarms were noted, but alarms were likely overwritten by newer incoming data as a result of the frequent pi events. There were no other unusual events recorded in the log file event history.